Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 15 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during transection of the proximal stomach, the jaws of the device locked on tissue. There was unanticipated tissue loss. The surgical time extended by more than 30 minutes and more anesthesia had to be given to the patient. The incision extended due the issue (less than 1in). There patient is alive and with no injury.